Manufacturer narrative:
H6: work order search: no similar complaint was reported for units within the same lot. H11: excessive vault is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and significant reduction of irido-corneal angles. Due to excessive vault, the lens was explanted. The problem was resolved. Cause of event was reported as device.

Manufacturer narrative:
H3: device evaluation: the lens was returned in liquid, in a vial. Visual inspection found no visible damage to the lens. Dimensional verification was performed and the lens was found to be in specification. H6: device history record (DHR) review: the DHR review indicated that the product has been manufactured within the established process parameters and that there is no indication that the manufacturing and/or processing of the device contributed to the complaint issue. Claim # (B)(4).